Event description:
It was reported that the lead exhibited noise when the patient moved her right arm. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 13.0 cm to 13.3 cm from the connector pin which could have resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.